Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to any malfunction of the implanted system.

Event description:
Related MFR report: 3006705815-2020-31247.

Event description:
Related MFR report: 3006705815-2020-31247. It was reported the patient's scs system leads migrated. Surgical intervention was taken to re-position the leads, however, during the procedure one of the leads was accidentally cut. Subsequently, the physician decided to explant the system due to not being able to cover the target area with only one lead.